Event description:
It was reported that the customer jumped into the pool while wearing the insulin pump. The mother stated that the device appears to be working fine. The blood glucose reading was 392mg/dl. The caller mentioned that the drive support cap is a little bit loose, and there is fluid in the reservoir compartment. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with moisture damage on lcd board. No moisture damage found on the motor. Drive support disk was inspected and no anomaly was noted.